Event description:
Hello, I had breast augmentation surgery back in (B)(6) of 2005. I had 390cc mcghan 68 saline filled breast implants put into both breasts (ref 25-68391, sn (B)(4), lot 1078912). Over the past 14 years, I have become very ill with health issue after health issue. All which seemed to be out of nowhere and all have been unexplained. It has gotten so bad that I am seeing a neurologist in (B)(6) and would be going sooner but that is the earliest opening I could find after calling a dozen drs in the (B)(6) area. I was diagnosed with psoriatic arthritis in (B)(6) of 2009 which they originally was lyme disease. Since then I have had add'l ailments pop up month after month, year after year. It wasn't until a friend recently sent me an article on breast implant illness that I was able to put everything together. I now believe I too am suffering from breast implant illness as I have been suffering from the following symptoms with many starting back as far as 2009: psoriasis, psoriatic arthritis, psoriatic nails, joint pain, muscle pain, muscle weakness, insomnia, night sweats, brain fog, difficult concentrating, memory loss, limb numbness and tingling, fever / chills, sensitivity to light and sound, hair loss, dry skin, slow healing (ex. Mosquito bites from this summer still not healed on my skin), sinus infections multiple times per year, environmental allergies, food intolerance's (gluten), alcohol intolerance, candida / yeast infections, extreme vaginal itching (my dr can't figure out how to fix this, all tests have been inconclusive), skin rash (with an insatiable internal itch under my skin typically on my legs that has caused me to itch so hard I break the skin and that takes forever to heal like the mosquito bites), severe bruising (without a known blood disorder), visual issues, vertigo, eye infections, headaches, toothaches, jaw clinching, sharp pains in brain and across my scalp. Weight gain, (ex. (B)(6) pounds in 2005 and (B)(6) pounds without changes to my eating, drinking or exercise habits), extremely inflamed and swollen daily, depression and anxiety, severe mood swings, fatigue, sharp pains in breast, back, neck and shoulder pain, fibromyalgia symptoms (ex. Can't wear stretching clothes during the day extremely uncomfortable, can't wear a bra it is extremely painful and sometimes can't sleep with clothes on as they irritate me just touching my skin). Heart palpitations (hospitalized this past summer with traces of troponin but all tests were negative and everything was working fine, so I was discharged the next day), irritable bowel (even when I stay away from gluten I have issues with terrible gas and diarrhea). Unexplained infertility and shortness of breath just to name a few. Every one of the symptoms has been unexplained. I wake up every day in severe pain and feel so exhausted even if I get a good night's rest. I feel like my body is shutting down on me. I am planning to explant as soon as possible now that I know that the implants could be the root cause. I just hope I can make it to explant before it is too late. I quit working a few years ago because it was difficult for me to function. I used to be a very successful business development rep selling human resource services to fortune 1000 companies until my health started to decline. I want my old self back. The FDA needs to take action on this issue. Too many of us are experiencing the same ailments / sheath issues to have this be a mere coincidence. Breast implants are not worth experiencing poor health and feeling like this. If I had known then that I know now, I would have never even considered having the surgery. Please help us get to the bottom of this crisis so that others might be spared these same issues. FDA safety report ID# (B)(4).